Event description:
A report was received that a patient underwent a pocket revision due to pocket pain. The physician moved the pocket from one side to the other. The patient is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.